Event description:
About 5 weeks after it was put in it felt like I wasn't getting better. I was hurting, I felt like someone had kicked me between the legs, I'm tired all the time. I was throwing up almost every day up until (B)(6) 2011, if I don't throw up I felt like I needed to. I can barely stand up. Doctor that performed surgery on me, committed suicide in 2006. Nobody would tell me about it. Nobody would check me out. I had a 2nd surgery on (B)(6) 2012, it was supposed to be to remove the part of the product that was giving me problems. After the 2nd surgery I was broken out, had infections, was confused, the nausea came back. I had to learn to deal with the side effects, but now I feel like I'm fighting it all over. My attorney, (B)(6) has all of the numbers that came with the device. Her number is (B)(6).